Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error detected alarm due to connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected. Customer blood glucose value was 7.7 mmol/l. The customer stated that they were able to clear the alarm. The customer also reported that the notification light did not stop flashing immediately. The customer also reported low battery less than one week anomaly. Troubleshooting was assisted. The insulin pump will be returned for analysis.